Manufacturer narrative:
The product for this lot has passed all the requirements as in accordance of approved procedure and quality sampling inspections prior to release. There is no significant change to the process that relates to the nature of complaint within the period of the manufacturing investigation. All other aspects or causes were assessed and found to be in place. No sample was available for evaluation during the investigation. All manufacturing lots have met in process and release product criteria prior to shipment. As a result, no further activities are required. The root cause could not be determined. (B)(4).

Event description:
Additional information was received on (B)(4) 2015, upon completion of the adverse event form by the ecp (date of service unknown). At time of visit, the patient presented with severe pain, discomfort and redness. Physical examination findings included moderate acr, a 1.5mm x 2.1mm peripheral corneal ulcer, a peripheral infiltrate, mild corneal staining (<50%) and permanent scarring. A culture was performed and yielded a positive result for pseudomonas. The consumer was diagnosed with contact lens associated ulcer. The patient was prescribed vancomycin 25mg/ml at 1 drop every hour, tobramycin at 1 drop every hour and atropine 1% (dosage unknown). The consumer has visited the ecp eight times and was instructed to return for follow up appointment on (B)(6) 2015. It was noted that the consumer has not resumed lens wear due to poor contact lens hygiene. The contact lens was worn 14 days prior to onset. Best corrected visual acuity (bcva) is 20/25. Follow up on (B)(6) 2015 with the ecp office that provided information on (B)(6) 2015, indicated that initial date of visit documented on the adverse event form was (B)(6) 2015. The ecp completing the form indicated that the consumer has been seen by multiple doctors and the current treating physician. The culture retest of the initial culture performed on (B)(6)2015, yielded a positive result for pseudomonas. The consumer was instructed the discontinue use of vancomycin ophthalmic solution on (B)(6) 2015. The consumer is currently undergoing treatment with tobramycin 95mg/7ml ophthalmic solution at one drop four times daily in od and atropine 1% ophthalmic solution on an as needed basis for pain. No further information was provided. During follow up with the consumer on (B)(6) 2015, the consumer stated that she was released from the care of the ophthalmologist on (B)(6) 2015. The symptoms associated with the event resolved after discontinuing antibiotic drops last week however the consumer experienced discomfort today ( (B)(6) 2015). Additionally, the consumer stated that she wore the contact lenses for 10 consecutive days and nights prior to the onset of symptoms. The consumer's wear schedule is 3 days of continuous wear and the lenses are removed for cleansing and reinserted the same day. The consumer stated that the lenses are replaced every 2 weeks to 1 month depending on comfort. Medical records were received from the ophthalmologist on (B)(6) 2015. The medical records included the following exam notes for the duration of treatment (B)(6) 2015 through (B)(6) 2015. The exam notes from (B)(6) 2015 indicated that the consumer presented with a corneal ulcer in od with significant inflammatory reaction 2+ cell ac. Physical examination findings included some corneal thinning immediately adjacent to the ulcer and included a diagnosis of a bacterial ulcer versus other infectious etiology. No hypopyon was noted. The treating (B)(6) considered re-culturing of culture performed on (B)(6) 2015. The consumer was switched to fortified antibiotics, vancomycin and tobramycin, every hour and was instructed to start atropine twice daily. The consumer was also instructed to return to clinic (rtc) in 1 day for re-evaluation. The exam notes from (B)(6) 2015 included the same diagnosis as noted on (B)(6) 2015. It was also noted that on (B)(6) 2015, the consumer was responding to the antibiotics. The re-culture was performed ( (B)(6) 2015) and there were no organisms noted on the gram stain. The consumer was instructed to continue previously prescribed treatment regimen and to return for check in 2 days. The exam notes from (B)(6) 2015 included a diagnosis of corneal ulcer od, likely bacterial pseudomonas. Physical findings found that the ulcer was symptomatically improving and revealed a more consolidated ulcer. No hypopyon noted. Re-culture results from (B)(6) 2015 were positive for pseudomonas aeruginosa pan sensitive. The consumer continued to respond to antibiotics. The consumer was instructed to continue the previously prescribed treatment regimen and was instructed that she may remain off atropine. The consumer was instructed to discontinue contact lens wear and was also instructed to rtc in 2 days. The exam notes from (B)(6) 2015 indicated that the consumers' condition remained unchanged from the previous visit. The consumer was instructed to continue use of tobramycin and ofloxacin at every 2 hours while awake and to use atropine as needed for light sensitivity. The consumer was instructed to remain out of contact lenses and to rtc the following tuesday. The exam notes from (B)(6) 2015 included a diagnosis of corneal ulcer in od, bacterial 2/2 pseudomonas with history of contact lens overuse. Physical findings included epi defect and infiltrate that has increased in size. The dosage of the tobramycin and moxifloxacin was increased to every hour. Also noted was if no improvement on follow-up in 2 days the ecp will reculture and consider drop toxicity. The consumer was instructed to rtc on thursday. The exam notes from (B)(6) 2015 physical findings included mildly increased thinning, epi defect a bit larger and infiltrate size a bit smaller. Re-culturing was recommended and instruction to consider confocal if no improvement noted. The culture collected on (B)(6) 2015 exhibited no growth on gram stain. The exam notes from (B)(6) 2015 physical findings included mildly increased thinning from previous examination, epi defect stable, infiltrate a bit larger, no intraocular inflammation, and no growth on re-culture. The consumer was instructed to discontinue vancomycin as this medication is not helping. The ecp suggested confocal microscopy and if no improvement and confocal equivocal to consider stopping antibiotics for 24-48 hours and re-culturing. The exam notes from (B)(6) 2015 indicated that the confocal was performed and no etiologic agent was identified. A bandage contact lens was placed and the patient was instructed to stop ocuflox due to thinning of cornea and to continue tobramycin and add polytrim at four times daily. The consumer was instructed to rtc in 1 week or sooner if condition worsen. The exam notes from (B)(6) 2015 physical findings included that the corneal thinning appears less, with less injection. The consumer was instructed to continue current course of treatment, to use atropine as needed (prn) for light sensitivity and lubricate frequently with preservative free artificial tears (pfats) and to rtc in 1 week. The exam notes from (B)(6) 2015 physical findings included a positive re-culture for pseudomonas aeruginosa pan sensitive on (B)(6) 2015; corneal thinning appears stable to improved with much less injection. Consumer was instructed to continue tobramycin and polytrim qid and lubricate with pfats and to rtc 1 week. Exam notes from (B)(6) 2015 physical findings included injection resolved with a non-visually significant temporal scar. Consumer was instructed to discontinue use of steroids due to temporal scar and the consumer was informed that she could resume contact lens wear with a daily lens to avoid contact lens overuse. The consumer was instructed to lubricate frequently with pfats. The event has resolved. Additional information has been requested.

Manufacturer narrative:
(B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by a female consumer on (B)(6) 2015, she was diagnosed with a severe pseudomonas infection on (B)(6) 2015. The consumer also reported to have developed a corneal ulcer that is "getting bigger despite treatment". The consumer stated that a corneal transplant may be required. The consumer reported to have experienced extreme pain and anxiety at the thought of possibly "losing her eye". No further information was provided. Additional information received from the consumer via email on (B)(6) 2015, indicated that the issue occurred with the right eye (od) and the consumer reported to experience severe pain, itching, redness, extreme light sensitivity,white spot on cornea, vision loss, burning and swelling. The incident began on (B)(6) 2015 with itchy and burning in the eyes, within an hour of removing the lens there was extreme pain and swelling and extreme sensitivity to light. The consumer visited their primary care physician (pcp) on (B)(6) 2015 and was prescribed tobramycin ophthalmic drops (dosage unknown). On (B)(6) 2015, the consumer noticed a white spot on the cornea and visited an ophthalmologist on (B)(6) 2015. During this visit, the od was cultured and the consumer was prescribed additional antibiotics, moxifloxacin and bacitracin ointment (dosage unknown). The consumer reported that on (B)(6) 2015, their od was swollen shut, they had no vision. The consumer was instructed by an ophthalmologist to go to the eye center for a possible corneal transplant. During the visit at the eye center the consumer was diagnosed with a severe pseudomonas bacterial infection and corneal ulcer in od. The consumer indicated that the corneal ulcer was located at 9 o'clock. The consumer reported to has visiting ecps almost daily ((B)(6)) since the onset of the event. The consumer stated that during the first visit, vancomycin and tobramycin ophthalmic drops (dosage unknown) were prescribed but the infection was not responding to treatment. The consumer stated that a second round, of treatment was prescribed, tobramycin and ofloxacin ophthalmic drops (dosage unknown) and a final round of treatment of polymyxin and tobramycin ophthalmic drops at one drop every hour in the od was also prescribed; the drops have since been tapered to one drop every two hours in the od. The consumer indicated that a corneal transplant isn't necessary at the moment. The consumer was not aware of the best corrected visual acuity. Additional information was received on (B)(6) 2015 via adverse event form and medical records from the customer's ecp, inclusive of a treatment note from the corneal specialist (kellogg eye center). At time of visit with the ecp on (B)(6) 2015, the consumer presented with complaints of a possible corneal ulcer in od for five days, described as getting worse. The customer presented with increased pain, irritation, a "spot on the cornea," and light sensitivity. The ecp did note that the customer had a history of sleeping in contact lenses. The consumer reported to experience relief from the tobradex used 3 x daily for 3 days. Physical examination findings included a large corneal ulcer at the 9 o'clock position (od); no other abnormalities were noted. The consumer was diagnosed with an unspecified corneal ulcer od. A culture was performed and no growth was found (culture performed on (B)(6) 2015 and reviewed on (B)(6) 2015). The consumer was prescribed neosporin at 1 application in od at bedtime, moxifloxacin 0.5% and gentamicin 0.3% for usage at 1 drop in od every 2 hrs while awake (on an alternating schedule) and was instructed to return for recheck the following day. Visual acuity for distance in od was 20/25. During the recheck visit on (B)(6) 2015, the corneal ulcer had been present on the od for 6 days. The consumer presented with constant pain in and around the od, as well as light sensitivity. Physical examination findings showed a large corneal ulcer at the 9 o'clock position with chemosis on the temporal side (od); no other abnormalities were noted. No improvement was noted and the consumer was referred to a corneal specialist for a same-day examination. The consumer was instructed to continue use of moxifloxacin and gentamicin every 2 hrs until appointment with the corneal specialist. Visual acuity for distance in od was 20/30. During the appointment with the corneal specialist on (B)(6) 2015, the following abnormal physical examination findings were observed in the od: conjunctiva/sclera - 2+ injection with temporal limibitis, with chemosis. Cornea - a temporal 1.5 x 2.1 mm infiltrate with overlying epithelial defect 0.5mm from the limbus with perilimbal corneal thinning (~10%) and mild stromal edema with surrounding wbcs; a diffuse dusting of keratic precipitates (kp) was also noted. Anterior chamber - 2+ cells with no hypopyon. The corneal specialist diagnosed the consumer with a corneal ulcer in the od, with the differential diagnoses to be determined as bacterial vs. Other infectious etiology, in a patient with a history of contact lens overuse. The treatment regimen was switched to vancomycin and tobramycin every hour, and atropine bid for cycloplegia. The consumer was instructed to return the following day for re-evaluation. The corneal specialist requested that the negative culture from (B)(6) 2015 be repeated. The visual acuity was noted as 20/30-2. Additional information has been requested.